Event description:
Edwards received information that this prosthetic ring, implanted approximately nine (9) years and one (1) month, was explanted due to mitral regurgitation and stenosis with calcification. The ring was removed and the patient's mitral valve was replaced with an edwards bioprosthetic valve. No other details have been provided.

Manufacturer narrative:
It was reported that this ring was explanted due to mitral stenosis and regurgitation with calcification. The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. The device has not been returned to edwards for evaluation. The root cause of this event cannot be confirmed with the available information. No further actions are possible at this time.